Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after resuming continuous glucose monitoring and starting a new sensor, the patient experienced a low blood glucose reading around 60 mg/dl despite device use and appropriate operational steps, with discussion suggesting recent meals might have been better announced as smaller-than-usual. Symptoms included hypoglycemia. Outcomes included oral carbohydrate treatment with a sandwich and chocolate milk, with glucose rising to 85 mg/dl and increasing. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed no device malfunction and that user-guidance on meal announcements was provided. It was concluded that the event was related to glycemic variability managed with oral glucose and that device function was confirmed as normal.